Event description:
The patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for an infection at the catheter site. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and drain difficulty during pd therapy. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the source of infection may have been touch contamination during pd therapy based on culture results, but this could be not be confirmed. The patient was prescribed intraperitoneal vancomycin (dosage, frequency and duration not reported) to address his infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler until the last dose of antibiotics on (B)(6) 2024 when their pd catheter (not a fresenius product) will be removed. The patient will transition to in-center hemodialysis for renal replacement therapy for two months before returning to ccpd therapy on the same cycler as before.